Event description:
Dr. Was trying to get stent through a 7fr shuttle sheath and had some difficulty getting it from the arm to the sma. He was pushing the stent through the sheath and the shaft of the stent folded on itself. The physician thought the product might be damaged and decided not to try to push any further as he thought it might not deploy as the shaft was damaged.

Manufacturer narrative:
A final report will be submitted after the completion of the investigation into this event.